Event description:
It is reported that a customer returned their insulin pump for unknown reasons. The customer's blood glucose level is unknown due to the fact there was no communication with the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, error test, basic occlusion test and displacement test. Unable to prime unit during prime and a33 test due to faulty sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.